Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not reproduced during evaluation, the probable cause is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a gray line in the image. The issue occurred during an unspecified procedure. The intended procedure was completed using a back-up device. There were no reports of patient harm.